Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the hospital was unable to establish telemetry with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD). Troubleshooting steps were performed but the issue still persisted. Device data sent in for review indicated the issue may be related to telemetry crystal wakeups problem. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported.